Event description:
Reporter indicated that vns pt was experiencing hoarseness and a sore throat more than one month post implant. Stimulation was initiated two weeks post implant. Investigation to date has been unable to determine whether the pt has been diagnosed with vocal cord paralysis as no response has been received to MFR's requests for additional info from treating neurologist (via fax x1, via telephone x2).